Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The rubber on the bending section cover was found to be deteriorated and the adhesive on the objective lens had peeled off. In addition, the bending angle is insufficient due to the elongation of the angle wire and there was rattling at the connection between the insertion tube and the operation part due to the looseness of the insertion tube. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the rubber on the bending section cover of the endoeye flex deflectable videoscope had deteriorated. During the inspection of the returned device, there was peeling adhesive on the objective lens. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 08-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress of repeated use, external factors, or handling. It is recommended that the user instruct the method of handling regarding usage environment, etc. Olympus will continue to monitor field performance for this device.